Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."

Event description:
It was reported that the customer requested to stop the remaining insulin on board (iob) amount from being delivered. Tandem technical support educated the customer that the remaining iob amount is insulin that has already been delivered and still active in the customer's body. Customer acknowledged and stated, "I may or may not go low," and that bg level would be monitored. There was no reported impact to customer's blood glucose (bg) level. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.